Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving low sensor scan results and experiencing symptoms described as fatigue and "ear buzzing". Customer self-presented to a hospital where a reading of 525 mg/dl was obtained on the hospital meter compared to a sensor scan result of 63 mg/dl and he was treated with 14 units of of insulin. The reported readings, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.